Event description:
It was reported that during a hemorrhoidectomy procedure, after the doctor finished the purse string, he inserted the stapler as usual. When he closed the anvil, he waited around 15-20 seconds, he pressed the firing trigger. He found it was very difficult to press the firing trigger and he did not hear a crushing sound. After a minute, he still could not press the firing trigger completely. He released the firing trigger a bit and tried hard to fire again. He still did not hear the ¿crush¿ sound. After another minute, he released the firing trigger completely and he found sever bleeding at the staple line position. He found some staples were formed incorrectly.

Manufacturer narrative:
(B)(4). Incomplete firing cycle, washer uncut. Additional information was requested and the following was obtained: what degree of hemorrhoids did the patient have? 3rd degree. How did the surgeon control the bleeding? Suture and bipolar. Did the patient require a blood transfusion? No. How the case completed? For the incomplete part, he use suture and bipolar to stop the bleeding. What is the current status of the patient? Patient went home and she needed to visit the surgeon again to check the wound after a week. The analysis results found that the pph03 device arrived in good visual condition. The breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The batch record was reviewed and no anomalies were noted during the manufacturing process.